Manufacturer narrative:
G2: country of origin is japan h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient patient undergoing olif oblique-lateral lumbar interbody fusion therapy for adult spinal deformity. Level at which the implant was performed at t12-l5 it was reported that here was an error in the level l2/3 during the olif implementation process, so a cage was installed in l1/2 where the procedure had already been performed, and the previously installed cage dislodged to contralateral side. There was less than 60 minutes delay in the overall procedure time. There was no patient symptoms or complications as a result of this event. Additional information received from manufacturer representative that the cage that was originally installed in l1/2 was pushed to the opposite side. A cage was installed in l2/3 and the wound was closed. The cage that deviated to the opposite side was removed by the right approach. There was no initial defect with the product . Additional information received from manufacturer representative that there is no malfunction or allegation associated with o-arm or any navigation device. It is thought the the wrong level installation was due to the user error. If the surgical field was thoroughly checked, they would have been able to determine whether there was a cage or not. And it was user error that they installed in wrong level.